Event description:
The customer stated that she was taken by paramedics to the hospital, due to hypoglycemia. When the paramedics arrived, the customer was incoherent and had a blood glucose reading of 38 mg/dl. The customer stated that the night before the event she did not check her blood glucose, but she did eat prior to sleep. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.